Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) ventral hernia surgical procedure, the nurse reported that the arm1 with a needle driver installed, rotated 180 degrees and drifted while camera was being removed. It was noted that the surgeons hand was off of the manipulator. Onsite logs reflected an instance of error 23075 on the right master tool manipulator (mtm), but did not reflect any instances of the error on the left mtm. The procedure was completed as planned with no reported injury.